Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
The pt reported blood glucose results of "290 mg/dl, 100 mg/dl and 146 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.